Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Medical devices: item # unk, unknown broach, lot # unk. The event occurred in (B)(6). Multiple reports have been submitted for this event. Please see associated reports: 0001825034 - 2018 - 09614.

Event description:
It was reported that a patient was booked for a primary hip replacement using a non- zimmer biomet product using an anterior approach and naviswiss navigation. Acetabulum preparation and impaction of cup went uneventful. The femoral preparation was started with competitors instruments. During the initial femoral preparation the surgeon decided to swap over to zimmer biomet taperloc microplasty stem and associated instruments. Femoral preparation was performed as per surgical technique. At size 8 the broach appeared to rotational stable in ml dimension but loose in ap. The stem was broached further into the femur with the same result. As a result the surgeon decided to cement the size 6 femoral stem into the femoral canal, as no other stem was available at the hospital at the time. This was against the advise of the attending sales representative who advised surgeon that correct surgical technique is to impact stem without cement (porous stem). Therefore, no cement should be used. Sales rep also advised that cementing a porous stem is against the companies surgical recommendation. The surgery was delay by approximately 45 minutes. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.